Manufacturer narrative:
The log file analysis revealed that during the case in question the device detected an internal communication error onboard a pcb that controls the communication between user interface, gas mixer and ventilator. The workstation initiated an emergency shutdown of automatic ventilation and posted corresponding alarms. Monitoring and manual ventilation remain possible in this state. The issue is not only known from the earlier occurrence of the same phenomenon with the identical device - dräger has received a number of similar reports in the past. Intensive evaluation of the provided information and testing of concerned materials did not result in any clear finding; the symptoms could never be reproduced. The fact that the pcb to which the issue could be isolated is a universal controller board which is used in the entire device twice without showing similar symptoms in the second functional environment makes a design problem rather unlikely. A reasonable explanation would be emc disturbances beyond the immunity barriers of the workstation which is compliant to (B)(4). Therefore, it is recommended that the conditions at the user facility should be checked to prevent from emc disturbances. The number of similar cases, related to the same phenomenon, is within the expected range of the respective risk assessment and thus accepted. The field failure rate is subject to permanent monitoring by the responsible product quality board and is rated as acceptable.

Event description:
It was reported that the device suddenly posted alarms during use and forced a shut-down of automatic ventilation. As per report, this did not lead to consequences for the patient. Remark: the particular device was already involved in a similar event for which a medical device report was filed, 9611500-2022-00349.